Event description:
Unit returned after repair at co. Unit failed. Co rep informed rptr that there had been a documentation problem and a component was left out of the device. Problem: would not lock onto signal of telemetry transmitter unless leads were placed over antenna. Note: with this repair rptr was also informed that the antena that was with this unit was incorrect and it was replaced. Device is used as a means to view a pt's ECG waveform transmitted by telemetry transmitter. This is done by holding the receiver in the proximity of the desired transmitter and activating the single channel receiver, then connecting the receiver via pt ECG cable to a pt monitor. This process is to enable one to view that pt on a bedside monitor without having a direct hardwire connection. This receiver was to allow the medical staff to view the pt's ECG waveform while giving medications, working with implanted pacemakers or used by the dr to view the pt's ECG when making his rounds. The device has failed to fulfill these needs. There have been no alerts or recalls initiated by the MFR. There is a problem with software version 1.04. Info provided when co was contacted in reference to poor performance of device. Software version 1.05 was sent to rptr next day. Note: no recalls or info provided until rptr contacted with problems with the device.